Manufacturer narrative:
Ref ID: (B)(4). The digitaldiagnost r4.x is a stationary x-ray system for general radiographic purposes. As an option, a portable digital flat panel detector (model "skyplate") can be used for image capture. Field service engineer (fse) performed analysis and concluded that the detector was dropped. Customer checked images; image appears okay but there was small square visible near the center of the detector. Customer carried out the calibration by themselves, but the issue still persists. Fse visited onsite, performed gain and pixel calibration and checked the detector shock log files, no shocks registered. The detector was working fine after calibration. Based on the information available and the testing conducted, the cause of the reported problem was dropped detector. The reported problem was confirmed. It is concluded that the detector was dropped by accident (use error). The device was operational and is returned to clinical use with full functionality.

Event description:
It was reported that the customer dropped detector about two feet. Images appear ok but a small square is visible near the center of the detector. The device was in clinical use & there was no patient harm.